Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads keep coming off when brushing teeth / fits on and about half way through the head comes off and the head is still in your mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on 20-sep-2017 that he/she purchased an 8 pack of oral-b brushheads, version unknown last week in (B)(6) 2017. The consumer stated that the brush heads kept coming off while he/she was brushing his/her teeth with an oral-b power rechargeable toothbrush handle triumph 3731. The consumer elaborated that the brush head fit on, but about halfway through the head came off and was still in his/her mouth. The consumer noted that he'd/she'd had his/her toothbrush handle for about 5 years. No symptoms developed. Relevant history: none reported. No further information was provided.